Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e1803 nodule.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm. The patient experienced redness and thought that the wire might had broken. The patient stated that there was a lump the size of a chickpea at the insertion site, and a healthcare provider (hcp) was contacted. The patient was diagnosed with an infection and the hcp who prescribed oral antibiotics. The patient also stated that the hcp advised an x-ray and another unspecified scan, but no scan was reported to have been made. There was no documentation of further medical intervention. At the time of the report the patient was stable and the arm was back to normal. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.